Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable inr result from a coaguchek meter serial number (B)(4) compared to an "unknonw" laboratory method. The result from the meter was 4.4 inr and within 1 hour the laboratory result was 2.6 inr. The physician believed the laboratory result to be correct. There was no treatment or change in the customer's coumadin dosage. There was no allegation of an adverse event. The customer's therapeutic range is 2.5 - 3.5 inr. The customer had no symptoms of high blood pressure, no signs of bleeding or bruising, no hematocrit concerns, is not on heparin therapy, no antiphospholipid antibodies, on no direct thrombin inhibitors, no changes in diet, no changes in medication, is on no over the counter medications, and no new illnesses. The customer's meter and test strip were requested for return. Replacement products were sent. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 1.9 - 2.9 inr): qc 1: 2.5 inr , qc 2: 2.5 inr , qc 3: 2.5 inr . The maximum difference between measurements was 4.2%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.